Event description:
A malfunction was reported on the pump, specifically that it began to overheat while charging. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for the pump to be replaced, with instructions provided for using the replacement and returning the faulty unit. The customer was advised to consult their healthcare provider due to the unavailability of a backup therapy and acknowledged the instructions for managing both the replacement and the return process.